Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The pump was not exposed to moisture. Blood glucose was 113 mg/dl. Reportedly, there was a delay in resuming pump therapy.